Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily calcified posterior descending artery. A 3.5 x 8 mm vision stent delivery system was being advanced; however, it could not cross the lesion and a dissection occurred. Then the proximal shaft separated outside the anatomy. A 3.5 x 28 mm vision stent delivery system was advanced to the lesion to treat the dissection, but after positioning the stent implant it was noted it was dislodged from the balloon. It is unknown how the procedure was completed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other rx vision referenced is being filed under a separate medwatch MFR number.